Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by biomed that the "nurses potentially slamming pump doors," which they attribute the "broken sears" they have observed. This was reported to bd associates during their site visit. Education was provided to the customer while onsite regarding properly closing the pump door. There was no patient involvement.